Event description:
A physician was using an in.pact admiral balloon for treatment of a 15mm calcifies lesion with 70% stenosis in the distal region of the right superficial femoral artery. The artery was 5mm in diameter with moderate calcification and no tortuosity. A 6fr non medtronic sheath and a 0.035" non medtronic guidewire was used. The vessel was pre dilated with 2 5mm balloons. The device did not pass through a previously deployed stent. There was no resistance during advancement. A non medtronic inflation device with 50/50 contrast inflation fluid was used. The IFU was followed. It was reported during the first inflation at 8atm the balloon burst. The type of balloon burst is unknown. There was no injury or intervention associated with this event. The device was safely removed from the patient. Another in.pact admiral was used to complete the case.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.